Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a low o2 error. The unit was in clinical use at the time the reported issue was discovered. There was no harm to the patient or the user.

Manufacturer narrative:
Date rec'd by MFR: 02jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported low oxygen error issue. The fse performed an oxygen sensor calibration to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.